Event description:
During revision acl reconstruction, surgeon noticed gouge in femoral condyle in the vincintly that pdr rapidloc implant had been placed 3-4 months earlier during the initial acl reconstruction. 2nd look was due to the need for the revision acl reconstruction as a result of patient rupturing the acl graft. While putting the knee through a range of motion, it appeared as though the rapidloc implant had most likely rubbed on the femoral condyle, versus the injury happening from a traumatic event. Implant was not visible during 2nd look. There were no portions of the original rapidloc implant that needed to be retreived. Area that original rapidloc implant had been deployed was unstable again so the surgeon performed a partial menlsectomy.